Manufacturer narrative:
The reported issue has been resolved with battery replacement. The device has been discarded. The issue has been reported to competent authorities. However, upon further review, the event has been deemed not reportable, as the issue occurred during preventative maintenance, and therefore does not present a potential risk of patient harm or injury.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The authorized dealer requests battery supply. Product support provided customer battery per (nemo) no engineer material only contract.

Event description:
The customer reported that the battery could not hold the charge. The customer reported that the unit was not in use on a patient.